Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported during a lead revision procedure on (B)(6) 2019, reference MFR. Report #:3006705815-2019-02251 and 3006705815-2019-02252, the patient's ipg was relocated due to discomfort.

Event description:
Follow-up information revealed the issue is resolved.